Event description:
The company was notified that the pt's c1 device was no longer functioning. The pt was re-implanted with another advanced bionics device. The company is in the process of gathering add'l info.